Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection and severe abdominal pain. The cause of the events was not reported. It was reported the patient was hospitalized for the events. The patient was treated with unspecified antibiotics for the event (no further details provided). At the time of this report, the patient outcome was not reported, and the event was reported as ongoing. Four days after event onset, pd therapy was discontinued, and the pd catheter was removed. No additional information is available.